Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl due to needing settings adjustments. As a result, customer fell, hit their head, and had a seizure. Low bg was addressed through intervention in the part of customer's mother and paramedics who delivered glucagon shots and fed customer carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustment.